Manufacturer narrative:
B1 - corrected to product problem in initial MDR. B2 - not applicable in initial MDR. H1 - corrected to malfunction in initial MDR. H6 - device code 2993 is not applicable in initial MDR. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, in his left eye (os), in (B)(6) 2005 to correct strong nearvision problems. Recently, the patient has been having issues with vision ability (night vision, reading, computer issues). The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.